Event description:
The customer reported that the "battery is exhausted." There was no report of patient involvement.

Manufacturer narrative:
Pr # (B)(4): a follow up report will be submitted upon completion of the investigation.